Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd saf-t-intima¿ IV catheter safety systems experienced the catheter backing out of the vein during use. The following information was provided by the initial reporter: cannula inserted into the skin but whilst withdrawing the line, it came back into the safety cap and the line had to be removed patient had to have another cannula put in. Apologies given to patient and cannula re-sited with a new one. Nursing team leads informed.

Event description:
It was reported that an unspecified number of bd saf-t-intima¿ IV catheter safety systems experienced the catheter backing out of the vein durin g use. The following information was provided by the initial reporter: cannula inserted into the skin but whilst withdrawing the line, it came back into the safety cap and the line had to be removed patient had to have another cannula put in. Apologies given to patient and cannula re-sited with a new one. Nursing team leads informed.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 8208623. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.